Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced (three) infusion set leakage issue between (B)(6) 2026. Patient reported that infusion set tubing was leaking at the site. The infusion set was in use for one day. The blood glucose level was 450mg/dl, and the patient was treated with correction bolus via multiple daily injections (mdi). The patient replaced infusion sets and resumed insulin deliveries successfully. No further information is available.